Event description:
Information received by medtronic indicated that the insulin pump had an unresponsive keypad. Customer stated that they did not receive stuck button alarm. The numbers were ramping or the scroll bar moving up or down with no input from the user. The insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.